Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the manufacturer representative (rep) is checking the implantable neurostimulator (ins) today due to the patient's mother reporting that the ins is turning on and off. The rep does not know if the actual device is turning off and needs to be turned on by the patient programmer (pp) or if therapy is turning on/off by itself. They will check with the patient's mother and instruct them to keep a diary or log of events. No patient symptoms were reported. Additional information was received from the rep manufacturer representative that the definite cause of the therapy turning on/off was not determined. After speaking with the patient's parents it was still unclear if the device was turning off by itself. The parents said that they thought they turned the device back on and that the next time the went to charge, they noticed it was off. They did not pay attention to what the battery level was at when they went to charge it again. When the rep met with the patient, they turned the therapy on when they first logged into the patient¿s battery. The battery did not turn off by itself in the time that the rep was with the patient. The patient¿s parents are going to keep a log if the issue occurs again.